Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed, but the root cause investigation is currently underway. A supplemental MDR will be submitted upon completion of the evaluation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery does not power on a monitor.

Manufacturer narrative:
Supplemental report 3/1/2021: device evaluation of battery pack sn (B)(6) was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery was excessively discharged. The battery was not being regularly charged by the patient every 24 hours (battery was used for 40 hours without being recharged). There is no indication of a device malfunction. The patient was not maintaining the battery charge in accordance with the instructions for use. No adverse event resulted from the excessively discharged battery. Device evaluation of battery sn (B)(6) is underway. The reported problem (will not power on monitor) has been confirmed, but the root cause investigation is currently underway. A supplemental MDR will be submitted upon completion of the evaluation.

Event description:
A us distributor reported that a battery does not power on a monitor.